Event description:
On (B)(6) 2009, pt reported the piston rod on her infusion device will rewind and then it alarms (unk). Pt stated she will then "push it along with a pen". Pt reported now if she will press and hold the check key during the process then it will rewind. Advised to never put anything in the cartridge compartment other than the cartridge or a cotton swab. Attempted to do the change the cartridge process and during the rewind the pt stated the noise was abnormal and it sounded as if it was going too slow. Pt stated the 315 screen came up, however, visually to her it did not appear that it had rewound as far as it should. Was not able to create the error message. Pt reported she was to "finagle the pump" in order to get it to work. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.